Event description:
It was reported that the pt underwent a video necrotic hemorrhagic pancreatitis surgery in 2003. Sometime after its initial use it was noted that the reservoir was torn next to the anti reflux valve. No adverse consequences to the pt. The reservoir was replaced with another one.